Event description:
A customer contacted beckman coulter inc. (Bci) regarding an aspartate aminotransferase (ast) reagent cartridge that was leaking inside the box. The package insert was wet. The customer was wearing persona protective equipment (ppe). No injury was reported on this issue.

Manufacturer narrative:
Customer was sent replacement.